Event description:
At the end of a routine hemodialysis treatment it was reported that arterial air alarms occurred as a result of the operator failing to unclamp the arterial blood line after moving it for rinseback. In an attempt to remove the air, a large amount of additional air was introduced into the line. The treatment was discontinued without rinseback of the pt's blood resulting in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
No evidence of a device malfunction. The reported blood loss has been attributed to operator error. Device labeling includes appropriate instructions for configuring the disposable set to perform rinseback. A direct correlation between the nxstage system one had the reported blood loss cannot be establisihed.